Manufacturer narrative:
(B)(4).

Event description:
The customer reports: while inserting the peel away sheath into the patient's right arm, the peel away handle broke away from the sheath and unable to peel the sheath away.

Manufacturer narrative:
(B)(4). The customer returned a peel-away sheath and the product lidstock for evaluation. The sheath was returned completely peeled and with both of the sheath hub tabs separated from the sheath bodies. Dried blood was observed on the returned sample. Visual examination of the returned sample revealed that both of the sheath hubs had completely separated from the sheath body. None of the sheath body material remained within the separated hub and neither the hub nor the body appeared deformed/torn at the point of separation. This would indicate that the sheath body was not sufficiently secured within the hub prior to use. Visual examination of both halves of the peeled sheath revealed that the sheath had peeled as expected along the blue score lines. The sheath bodies showed no abnormalities and the tips were undamaged. Both of the sheath bodies measured 72mm in length. When laid fully recessed in the hub the overall length measured 3.169" which is consistent with the specification per sheath product drawing. A device history record was performed on the peel-away sheath and dilator and no relevant manufacturing issues were identified. The customer report of the peel-away sheath hubs separating during use was confirmed through evaluation of the returned sample. The customer returned a fully peeled sheath and both of the sheath hubs had completely separated from the sheath body. None of the sheath body material remained within the separated hubs and neither the hubs nor the body appeared deformed/torn at the point of separation. This indicates that the sheath body was not sufficiently secured within the hubs prior to use. Based on the condition of the returned sample, the probable root cause for this issue is manufacturing related. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer reports: while inserting the peel away sheath into the patient's right arm, the peel away handle broke away from the sheath and unable to peel the sheath away.